Event description:
Customer called to report the driver arms in the pump were loose and were not locking in place. It was stated it appears the pin came out. Customer went back on manual injections to treat bgs.